Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty component on the radio frequency circuit board. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump was alarming. The blood glucose reading was 213 mg/dl. The alarm did not occur during the rewind process. The customer was advised to disconnect and remove the reservoir from the insulin pump and perform the rewind process again. The customer was advised to program a normal bolus into the air. The bolus amount was recorded in the bolus history. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.